Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Received a call from the provider that reported they have a patient that was treated to the upper/lower abdomen with the cooladvantage plus & c240 applicators and has developed paradoxical adipose hyperplasia post coolsculpting.

Manufacturer narrative:
Additional information: a4, a6, b5 (treatment date) corrected data: a3, b5 (area of concern, applicator), d1, d4, e1 (facility name, state), e4, g1 (address, title, name, email), h6, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received additional information that the patient was treated to the low and mid abdomen on (B)(6) 2021 using the cooladvantage+ and presented with paradoxical hyperplasia (ph).